Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device was getting overheat. The patient alleges power button is blinking and not blowing at this time. The patient also states that the device was getting hot to touch. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.